Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began receiving a low battery warning on (B)(6) 2016. Troubleshooting attempts were unable to provide resolution. As a result, the patient's ipg was explanted and replaced with a different model. Surgical intervention resolved the patient's issue.